Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post replacement procedure, the patient developed an infection. Cultures were taken and the cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.